Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A technician reported tracker was not working. Unknown if this occurred before or during the refractive procedure. Additional information has been requested.

Manufacturer narrative:
During an onsite visit, the field service engineer (fse) found one row of leds out on the left (infrared (ir) pod, replaced the ir illumination assembly and the system meets all company specification. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).